Event description:
This pt stopped responding to sound with their cochlear implant after a car accident. Diagnostic equipment showed that the device was still working to the MFR's specifications. Therefore, the concern was that pt suffered peripheral nerve damage. There are plans to explant and reimplant.